Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the hip on (B)(6) 2016. Patient described the reaction as red and itchy in the area surrounding the adhesive. Reaction was located on the patient's right hip. On (B)(6) 2016, the patient had a routine medical visit. Patient saw a nurse practitioner and mentioned that she had a little rash. No prescription was given to the patient but she was advised to get flonase. Patient did not report any treatment of the affected area. At the time of contact, the patient's reaction was still a little red. No additional event or patient information was provided. Do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.